Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The blood glucose testing is performed once daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently not taking medication to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 211 mg/dl and 188 mg/dl. The product is stored by customer in the dining room. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.